Event description:
The following article was received based on literature review. Article: comparative analysis of clinical and patient-reported outcomes of a new enhanced monofocal iol and a conventional monofocal iol. A retrospective study was done to compare the outcomes of the tecnis eyhance icb00 iol, designed to enhance intermediate vision, to a conventional tecnis monofocal zcb00 iol. A total of 766 patients (n=1532 eyes) that were equally divided into 383 patients in each group. They all underwent lens replacement surgery in the presence or absence of a cataract, comparing two types of implanted iols: a monofocal iol with an enhanced depth of focus, tecnis eyhance icb00 (group 1 = 766 eyes), to a conventional aspheric monofocal iol, tecnis zcb00 (group 2 = 766 eyes) (both iols manufactured by johnson & johnson vision, inc, irvine, ca). Diagnostic scans also included wavefront aberration measurement and surgeries were performed either by a standard phacoemulsification technique, or with the assistance of a femtosecond laser. Events included: loss of 2 or more lines: (group 1:1.6%; group 2: 1.8%), loss of 1 line: (group 1:19.3%; group 2: 12.0%), myopia of -1.0 d or less in the dominant eye: (group 1: 6.0% or 23 out of 383 eyes; group 2: 16.4% or 63 out of 383 eyes). Patients having significant difficulty with any of the presented side effects ranged between 0.8% and 1.8% in group 1 and between 0.5% and 1.6% in group 2. Glare (group1: 1.61 ± 1.15; group 2: 1.67 ± 1.17), halo (group1: 1.42 ± 1.06; group 2: 1.41 ± 0.94), starburst (group1: 1.42 ± 0.98; group 2: 1.54 ± 1.13), ghosting/double vision (group1: 1.24 ± 0.78; group 2: 1.31 ± 0.89). Other j&j devices were mentioned but no complaints were reported against them. There were no further interventions reported. A copy of the article is provided with this report.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown as information was not provided. Section a-3a patient sex: unknown as information was not provided. Section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown as information was not provided. Section b-3 date of event: article acceptance date: 05-apr 2024. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown as information was not provided. Section d-6b date explanted: not applicable as there is no indication the iol was explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - clinical code: 2138 diplopia, unexpected postop refraction, and vision loss. Citation: dell sj, hannan sj, venter ja, teenan d, hannan nc, raju d, berry cw, kiss hj, schallhorn jm. Comparative analysis of clinical and patient-reported outcomes of a new enhanced monofocal iol and a conventional monofocal iol. Clin ophthalmol. 2024 may 1;18:1157-1169. Doi: 10.2147/opth.s456332. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.